Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device causing damage to another device appears to be related to user technique/procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling. The implanted clip (70208u121) is filed under a separate medwatch report number.

Event description:
This is filed to report the clip delivery system (cds 70315u253) caused damage to an implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted. The third cds (70315u253) was advanced to the mitral valve. During positioning, the clip touched the second implanted clip (70208u121) and caused the implanted clip to detach from the anterior leaflet, remaining attached to the posterior leaflet (single leaflet device attachment/slda). The third clip was implanted to stabilize the slda clip and reduce the mr to 2. No additional information was provided.